Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced illness, then was hospitalized and subsequently treated for infections and other complications. These events were allegedly due to the administration of the product during dialysis treatment.